Event description:
According to the reporter, 6 days post tonsillectomy, the patient was maintained for recurrent angina and inflammatory issues. Multiple revisions after 6 to 7 days with the use of bipolar. Patient had revision 2 times the same on different diffusion points each time. During the procedure, there was no issue with the device and the surgeon waited for the end of cycles to cut or remove. Activation tones and end tones were heard and there was no re-grasp alert. There were no depression during the procedure. There were no bleeding noted during the actual procedure. Patient was not under any medication nor received chemotherapy.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.